Manufacturer narrative:
This case was re-examined in (B)(4) 2011 to ensure that the complaint was appropriately evaluated for MDR reportability per solta medical's revised incident/event reporting procedures. Upon review, it was determined that this event met the criteria for reportability. To date, no add'l info has been received regarding further resolution of pt symptoms.

Event description:
It was reported that the pt developed scarring on her neck after a fraxel re:pair treatment. The pt received a series of intralesional corticosteroids and three monthly sessions of a non-ablative laser treatment, which was reported to have reduced the scarring.